Event description:
It was reported to philips healthcare that during use of the heartstart mrx qcpr meter with adhesive pad, the pt developed a large abrasion. No medical intervention was needed for the abrasion.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.